Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes, product code: xwpdp9262t batch: unk, product code: pdp339h batch: unk.

Event description:
It was reported that a patient underwent a proctocolectomy with ileostomy procedure on an unknown date and suture was used. On the 4th postoperative day, a fascial dehiscence was found without evisceration of the internal organs. The patient was reoperated and a loose knot was found. There were no intra-abdominal abscesses and no signs of a wound infection. The fascia was sutured again. The following postoperative course was uneventful and on the 5th postoperative day, the patient could be discharged. The patient experienced no long term complaints.